Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg and leads were replaced as the patient was having intermittent loss of stimulation. Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-2138-50 (sn:(B)(4)) device evaluation indicated that visual inspection of lead found that proximal end of lead had a fractured spacer between contacts # 6 & 7 and the electrode # 8 of distal end is crushed. The impedance test could not be performed due to damaged proximal end of lead. X-ray inspections found no cable breakage. Sc-2138-50 (sn: (B)(4)) device evaluation indicated that the device involved in the complaint had not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason. The patient was doing well postoperatively.